Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with non-sustained right ventricular lead due to post-paced t-wave oversensing via merlin@home transmission stored egm. Programing changes were discussed. No further information available.